Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-6480 dw pump was not regulating correctly and it over pressured. This was discovered during an acl procedure. The surgeon switched the pumps within minutes and the case was completed successfully. According to the sales representative, patient was not affected by the over pressure and was discharged post op. However, it was discovered that patient had traces of rhabdomyolysis, which was discovered after the procedure took place. It is unknown if rhabdomyolysis was caused due to the pump's over pressure and no additional information has been provided at this time. Additional information received on (B)(6) 2022: sales representative has confirmed that when the pump over pressured, patient did experience extravasation and 600ml of excess fluid was removed. Patient did not have to stay overnight and was discharged after the operation. Per sales representative, there is still not indication that patient's experiencing rhabdomyolysis is due to over pressure from the pump and extravasation.